Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm. On (B)(6) 2026, the sensor was removed due to an MRI. Upon removal, the sensor wire was found to be completely missing. No symptoms were observed at that time, and the area was monitored. On (B)(6) 2026, the patient went to the emergency department (ed), after beginning to experience pain/discomfort at the site. At the ed, an x ray was performed and confirmed that the sensor wire remained in the skin. The patient was prescribed an oral antibiotic cephalexin, to be taken 4x a day for 7 days and began the medication on (B)(6) 2026. There was no information about any removal of the wire. The patient did not undergo a surgical intervention due to the stuck wire. At the time of the report, there was no change in the patient¿s condition. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, additional information was received on 05/14/2026. The applicator was received and evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as investigation cannot confirm nor deny reported allegation with the return product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).